Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was stuck on the bd carefusion blue screen for some time, and the device appeared online in remote support service. The customer rebooted the device, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was stuck on the carefusion blue screen. A technical support specialist (tss) logged into the station and applied the knowledge article medapplication not launching automatically, station at blue screen. The issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.